Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit only runs on internal battery. Upon inspection, the customer reported the fuse on the l board burned down. The customer determined the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient involvement associated with the event.